Event description:
During surgery, a blood leaking was observed on the perfusion branch of the graft. An hemostatic agent was administered to stop the bleeding. The pt was reported to have recovered. The graft remained implanted in the pt.

Manufacturer narrative:
No product eval was performed since the device remained implanted in pt. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. The review of the water permeability testing indicated values well within product specs. One product coated the same period, under the same conditions than the complaint device underwent water permeability testings. Test result indicated value well within product specs. No conclusion can be drawn. Product testing performed on similar products would tend to indicate that the device was not defective.